Event description:
It was reported that during a pci procedure, the coating of the graphix guidewire peeled. The graphix guidewire was used for a double wire technique. The lesion being treated was in the main left anterior descending (lad) coronary artery. A stent was successfully implanted at the main lad. Upon removal of the graphix guidewire, the device stuck with the edge of the stent and part of the polymer coating was peeled off. No patient injuries or complications were reported. Patient status is reported as 'good' and 'stable'.

Manufacturer narrative:
Device has not been returned for analysis, as of the date of this report.